Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the implanted system was affected by the fall, when asked to clarify the said' 'it was not working now'. The device was turned off to resolve the issue. It was noted that the patient was last seen on (B)(6) 2021 with another follow-up planned (B)(6) 2022. It was further noted the device had been off and the patient was content with it off for the time being.

Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient took a tumble, they think friday. Patient reports they noticed last night they can feel stimulator and it is bothersome. Patient then went to turn down stimulation last night and saw "por" screen. Patient reports never seeing por message before. Patient mentioned taking a fall a few months ago and spoke with a manufacturer representative (rep) but does not recall the name or any other info regarding the call. Patient states the rep performed troubleshooting until icon was working properly again. Patient was redirected to health care provider to check ins and clear por screen. Patient reports currently in between urologists and has a scheduled appointment on (B)(6) 2021. An email was sent to rep.